Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, a few weeks prior, the insulin pump shut off and never came back on. The blood glucose was not available. The customer stated that he had to replace the battery before the device would turn back on. The insulin pump had alarmed before it shut off, but the customer could not recall. He declined call transfer for troubleshooting because he stated that he did not have much time. Nothing further reported.